Event description:
The patient experienced arrhythmias that met medical doctor notification (mdn) requirements that were not transmitted during the wear period. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was immediately notified. Despite several attempts to obtain more information, no additional details were obtained. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 13 days of the 14-day prescribed wear period. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 26. The investigation revealed that the gateway that the cell modem became unresponsive to ping commands. As a result, the gateway recorded an unrecoverable error and stopped transmitting data. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.